Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case a posterior needle to cuff miss occurred, leading to a disengagement of the anterior needle to anterior cuff. The break in the guide is likely related to post procedural handling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly with two prostyle devices, the suture was not present when the plunger was withdrawn. The suture of two new prostyle devices was successfully pre-placed. The sheath was upsized to a 16f, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided. Per the device evaluation, it was noted that the guide was broken from the guide tube (the actuator wire was still intact).